Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis confirmed the reported field event of impedance, sensing, and capture anomalies in the laboratory and were due to foreign material on the substrate.

Event description:
It was reported that during a device change out, loss of atrial sensing and capture and low, out-of-range pacing lead impedance were observed. A different device was used and everything was fine.